Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited high pacing impedance. The lead was exchanged during the procedure. The patient was stable in condition.

Manufacturer narrative:
The reported event of high lead impedance was confirmed. Analysis found that a complete lead was returned in one piece measuring 86.1 cm. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into the test implantable cardioverter-defibrillator (ICD) device and the test is-4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot.